Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2018-00947, 2029214-2018-00948. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex incomplete opening during a procedure. The patient was undergoing treatment for a recanalized, saccular aneurysm in the left cavernous internal carotid artery (ica.) Vessel tortuosity was described as moderate. It was reported that during the procedure, first pipeline flex was attempted; at deployment, the device did not open on the distal end, but the middle section stayed closed. The pipeline flex had reportedly been positioned in a bend. The physician re-sheathed the device several times; the middle section remained closed. The pipeline flex was re-sheathed and removed from the patient. A second pipeline flex was attempted; it was reported that at deployment, the distal and middle sections did not open. The pipeline flex had reportedly been placed in a vessel bend. The device was re-sheathed several times and still did not open. The device was re sheathed into the catheter and removed from the patient. It was reported that a third pipeline flex was attempted and implanted with good results. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex braid fully opened and moderately frayed. The middle segment of the braid fully opened and no damage. No bend was found on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure to open at the distal end and middle section¿ could not be confirmed as the returned pipeline flex braid appeared to be fully opened and moderately frayed at both ends. However, based on the customer¿s photos, the customer complaint was confirmed as the pipeline flex braid appeared not opened at the distal end and the middle section. The customer reported that the patient anatomy was tortuous. The pipeline flex had reportedly been positioned in a bend and re-sheathed several times. The pipeline flex was then removed from the patient. Another pipeline flex was attempted and implanted with good results. There were no reports of patient injury in association with this event. The damage on both ends of the pipeline flex is likely the result of the customer re-sheathing the device more than recommended two times. It is possible that the ¿patient tortuous anatomy¿ and ¿damaged braid¿ may have contributed to the ¿failure to open¿ issues. In addition, it is not recommended to initiate deployment of the device on a bend. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.